Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, an opening the device but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed, as surgical damage. And other pattern on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Both patterns along the same edge. Also more than three openings in anterior/posterior side assessed, as surgical damage. Additional observations: creases are observed. Red particles were observed, on the shell. Red particles were observed, on the gel. Nicks are observed assessed, as surgical tool scratch like.

Event description:
Patient reported, a left side rupture. The device has been explanted.